Event description:
It was reported that possible thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. Approximately three years post-implant, the patient was being seen for atrial fibrillation ablation when a possible thrombus was identified via transesophageal echocardiogram at the ostium of the laa and in the right atrial appendage. The patient will likely be put on oral anticoagulants in attempt to resolve the thrombus.